Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found no failure, as the exam was found to be not to protocol as the forehead was incomplete. This case may be re-opened if additional information is received. Product event summary #fusion unable to register. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the user was unable to register during the procedure. System was picking up the trace on the right side of the face, but would not register any points on the left. Site decided to abort use of registration. This occurred pre-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.